Event description:
This notification was opened for review for information received that a trilogy evo ventilator failed during system setup test for active exhalation verification, pilot: reading. No death. No serious harm or injury was reported. Device evaluation and repair have not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.